Manufacturer narrative:
(B) (4). Intermittent power. Results: evaluation of the returned product shows that the unit powers on, but the alarm does not sound. The fail safe function failed. (B) (4).

Event description:
The customer reported that the green light flashes once then the power is intermittent on the alarm. There was no patient injury reported.